Event description:
Dealer states, the battery leds are not lighting all the way across the joystick.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.